Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628. Verbatim: rcc received a complaint via email. We have a current inhouse investigation open for visible particles in which we utilized your precisionglide needle 25g x 1 (0.5mm x 25mm) sterile, bd ref 305125 for reconstitution of sample vials and are requesting the material composition of the needle and packaging material. As well as for 1 ml luer-lok syringe bd 309628, material and packaging composition. Product/model number: 305125, 309628.